Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with pmv representative reloads. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack, which noted sheared teeth on the anterior firing rack. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: results pending completion of evaluation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric sleeve procedure, it was not possible to fire the stapler. Several reloads had been used and staplers were changed. Part of the staple row had to be oversewn and another stapler was used to finish the procedure. The patient stayed in the hospital for an extra two-three days just as a precautionary measure by the surgeon. No other adverse events were reported.